Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm, prime or fill anomaly, time or clock anomaly due to motor error alarm. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts out during priming and insulin pump had motor error . Customer¿s blood glucose was unknown. Customer stated that clock has lost the time, rewind was louder and insulin pump alarmed for no delivery. Insulin pump will be returned for analysis.